Manufacturer narrative:
A user facility originally reported on 5/15/2019 that a doctor could not get a good visualization with a smart 532 system ((B)(4)). The complaint was evaluated as a non-safety event (no claim of injury or any potential for injury) and was closed as such after the service engineer made his visit on may 28, 2019. His service call notes show that he had found the lio fiber optic cable to be damaged and measured that the damage accounted for a 50% reduction in fiber transmission thus causing the low power complaint. He replaced the lio fiber with a new one to restore the system to full operation. Discussion within the ophthalmic safety review team concluded that low power would not meet the criteria of a safety concern but instead, would merely be an inconvenience requiring site correction. The pc was closed on may 29 after the fiber replacement. On (B)(6) 2019, a medsun report for this same incident was received by the lumenis chu (complaint handling unit) that contained additional information. The chu then became aware that the incident involved an infant and that the user facility was claiming a device malfunction (on 5/21/2019 involving a smart 532 lio) that may have had the potential for harm because a second treatment to the patient was required. On 9/3/2019 the chu received a med watch report ((B)(4)) that contained similar information as was contained in the medsun report. Subsequently, the lumenis chu began contacting the reporter, facility risk manager sandra brink, by phone and email in order to gather further details of the incident. Some event information was provided but treatment settings, patient photos and/or other documentation were not. In addition, the chu was also in contact with the lumenis legal team as we had just learned that there was a legal action involving this incident pending between conn children's and lumenis. To summarize the additional information learned from the lumenis bu, conn children's risk manager and the lumenis service engineer; the additional data that were not being openly discussed involved a mistaken purchase of the smart 532 laser when the lumenis sales representative recommended a vision one system. We understand that there is a long and well-documented back story regarding this decision and that it was made clear that the smart 532 is not intended to be used on infants. Rather, the vision one system (that they didn't purchase) is the right system to be used on infants. It was a clear mistake on the connecticut children's purchasing agent. Subsequently, the smart 532 system arrived at the hospital and somehow during storage between receipt of the unit and use on the patient the lio fiber was damaged (bumped into or somehow damaged), resulting in the reduced power output. The system was put into use without pre-testing and it was only then that the doctor discovered the expected treatment power was lower than was needed. This resulted in stopping the treatment during the procedure and resulted in the request for a service call to repair the system. The risk manager reported that the laser spots were not deep enough, requiring a retreatment. Later, it was learned, conn children's was looking for a free or low-cost exchange from the smart 532 to the vision one to correct the system purchase mistake but the business units could not arrive at a mutually agreeable arrangement. Subsequent to this failure to agree, the medsun and medwatch reports were filed. As stated above, a lumenis service expert repaired the system by replacing the damaged lio fiber optic cable and returned it to specifications. This allowed the planned treatment to be completed during a second procedure without injury or incident. As a result of having to put the patient into a "deep conscious sedation" twice, this event is being reported in an abundance of caution as a possible adverse event despite no report of injury. Lumenis will continue to monitor the event and should additional information become available, the complaint record will be updated accordingly and a follow-up medwatch report will be submitted

Event description:
While performing a retinal photo coagulation on an infant the doctor could not get a good treatment result through the lio.